Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2019 at 09:58-10:00, the heart rate for the patient in room 16, bed 2, decreased to 15 beats per minute (bpm), but the monitor did not generate any alarms. No death or patient injury or harm was reported.